Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: unknown, screw, lot #: unknown. Catalog #: unknown, glenoid, lot #: unknown. G2: canada. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient had a revision on an unknown date due to 2 fractured screws that remain in glenoid and a loose glenoid component. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.